Event description:
Information was received indicating that during testing the pump exhibited error 146011. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Review of the event history log showed an occurrence of "pump settings and patient data lost" alarm. Functional testing involved a power up self test which failed. Error code 46011 was repeated and verified. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that the microprocessor board needing an unexpected update was the cause of the reported issue. The pump was reset, recharged and the software was reinstalled.